Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper device maintenance. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the battery reamer device had an unknown malfunction. During service and evaluation, it was determined that the battery reamer device had a sticky trigger, was vibrating and the bearings and gears were corroded. The device also failed pretests for trigger test and check trigger and electric control unit (ecu) function. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.